Manufacturer narrative:
Sample has not been received to date. Manufacturer will monitor this issue through trending. Additional information: the device has not been returned for evaluation to date and an evaluation cannot be performed. Should the device be received, a follow up report will be filed accordingly.

Event description:
Customer reported the applier intermittently closes. No adverse outcome to patients reported.